Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that an asymptomatic patient presented to a normal generator change. Both atrial and right ventricular lead capture thresholds were high during interrogation. Physician believes it occurred during magnetic resonance imaging (MRI) that patient underwent years ago. Patient declined to have the leads removed and they remained active in the patient. Patient condition after the event was stable.